Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The reported problem (failed pulse test) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u723 and u725 components on the distribution node pca. The root cause for the shorted u723 and u725 components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it failed an incoming pulse test.